Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a 12.6 mm vticmo12.6 implantable collamer lens, -15.5/1.5/90 diopter, tore/broke during injection/delivery into the patient's right eye (od) on (B)(6) 2016. The lens was exchanged for a new lens with the same model and similar diopter. The problem was resolved and on (B)(6) 2016, the patient's best corrected visual acuity (bcva) was 20/20.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation-lens returned in a centrifuge vial. Visual inspection found haptic torn, haptic piece missing. (B)(4).

Manufacturer narrative:
Corrected from adverse event to product problem. (Corrected): the doctor stated that the icl didn't move "smoothly" forward in the cartridge tip. He noted the "folded shape of the icl in the tip looked distorted." The doctor ejected the lens, pushing it with the plunger, tearing the lens. There was no patient contact. The cartridge was not ever loaded into the injector. As of the date of supplemental MDR submission, the lens has been returned but not yet evaluated. (Previous): stated that the lens tore/broke during injection into the eye. (B)(4).